Manufacturer narrative:
An authorized field technicain was dispatched to evauate the stretcher at the complainant's site. A visual and functional evaluation was conducted. The stretcher was found to be operating according to specification and the reported issue could not be duplicated at the time of evaluation. The cause of the reported issue could not be determined; however, the observation of a damaged restraint buckle may be indicative of a loose restraint being caught in the ratchet bar. The stretcher was returned to service. The stretcher had been in the field for 102 months at the time of incident with no similar issues being reported. The IFU for the stretcher contains sufficient instructions and warnings on maintaining control of the stretcher and ensuring a locked position while transporting a patient. Warnings regarding keeping loose items such as sheets and restraints from falling below the patient surface and interfering with the operation of the stretcher are also included in the IFU.

Event description:
It was reported while loading a patient into the ambulance, the crew attempted to raise the stretcher to loading height; however, the stretcher legs allegedly did not lock and the stretcher dropped a level. A second attempt was made with the same result. The crew decided to offload the patient and transport them on the bench seat of the ambulance as this was not an emergency transport. The patient allegedly complained of general pain from the incident but no specific injury was reported. The patient was evaluated by the attending physician at the hospital.

Event description:
It was reported while loading a patient into the ambulance, the crew attempted to raise the stretcher to loading height; however, the stretcher legs allegedly did not lock and the stretcher dropped a level. A second attempt was made with the same result. The crew decided to offload the patient and transport them on the bench seat of the ambulance as this was not an emergency transport. The patient allegedly complained of general pain from the incident but no specific injury was reported. The patient was evaluated by the attending physician at the hospital.